Manufacturer narrative:
Additional information received from the local area filed representative indicated that no additional testing was performed. The patient planned to be monitored to ensure the lead did not change back to unipolar. It was suspected that the previous issue was an isolated occurrence. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited a singular impedance measurement of greater than 2,000 ohms approximately three months ago. As a result, the device automatically switched the pacing configuration to unipolar. A review of the historical pacing lead impedance measurements indicated they were previously between 385 to 500 ohms. Pacing thresholds measurements couldn't be tested because the patient was currently in atrial fibrillation (af). However, capture was able to be confirmed through the af waves. Boston scientific technical services (ts) discussed additional troubleshooting options in both unipolar and bi-polar configurations. It was reported that the bi-polar impedance were approximately 500 ohms and unipolar impedances were approximately 400 ohms. The local area field representative was working with the physician. No adverse patient effects were reported.